Event description:
When the single dose package of simplex was opened, the ampule of monomer was not in a sterile pack. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the MFR's evaluation suggest that there would be little or no chance of this discrepancy occurring during the mfg process. Every package is weighed prior to shipment using state-of-the-art weighting measurement systems.